Manufacturer narrative:
Received one open introducer unit. The lid was opened but still attached to the tray and all components were found inside. The report was confirmed; silicone-like substance was found at the bottom of the tray. Preliminary analysis suggests that the substance may be excess (medical grade) oil applied during manufacturing that has leaked from the hub at the wiper gasket. A total of 4 opened units were returned from the same customer; an MDR will be filed for each unit. A sample has been sent to chemistry for further analysis. A device history record review was completed and documented that the device met specification upon distribution.

Manufacturer narrative:
Chemistry testing found the substance showed similar absorption characteristics when compared to silicone like material. Although there was oil confirmed in the tray, this is not considered a manufacturing nonconformance. The processes are being reviewed to determine if updates are beneficial. The manufacturing operators were given awareness training to help prevent recurrence of this type of complaint.

Event description:
Customer reported: after opening, at the bottom of the box there were traces of a transparent substance. This product has not been used for the procedure. Follow up indicated tht the substance was inside the white box, where the introducer is located; when the customer opened the paper blister under the introducer she noticed the substance.